Manufacturer narrative:
(B)(4). Manufacturing record review: a review of the manufacturing records was performed. The review of the materials/process manufacturing instructions in the change control system revealed that the product was manufactured as required. The sterilization records for this lot were reviewed and no deviations were found that could affect the sterility of the device. The product was processed according to requirements and met specifications. Based on the manufacturing record review, no deviation or assignable cause was identified for the reported event. The product was manufactured according the specifications prior to release. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgery center had possible toxic anterior segment syndrome (tass) cases and fibers in the anterior chamber post-implantation of an intraocular lenses, (iol) model z9002's. It was stated, that the tass is an inflammation not an infection. The specific dates of the event (occurrences) were not provided. Further information on the devices and patients has been requested.

Event description:
In follow up with the customer, they explained that there were 9 possible toxic anterior segment syndrome (tass) cases. The account explained that none of the patients had fibers present in their eyes. Per customer, fibrin was present in all patients¿ eyes which is a response to inflammation. The account reported that these patients were treated with an increase of steroid drops which helped to resolve the inflammation. It was reported that the patients have recovered. This follow up MDR report pertains to the patient #1 (right eye). A separate MDR report has been generated for each of the patients.

Manufacturer narrative:
Age/date(s) of birth: unknown. Gender/sex(s): unknown. Date(s) of event: unknown. Serial number(s): unknown. Expiration date(s): unknown. If implanted, give date(s): unknown. If explanted, give date(s): na (not applicable) to date, the intraocular lens remains implanted. (B)(4) possible toxic anterior segment syndrome (tass) cases, fibers in anterior chamber. Device manufacture date(s): unknown.

Manufacturer narrative:
Age at time of event: (B)(6) years. Sex: female. Date of event: (B)(6) 2015. In follow up with the customer, they explained that there were 9 possible toxic anterior segment syndrome (tass) cases. The account explained that none of the patients had fibers present in their eyes. Per customer, fibrin was present in all patients¿ which is a response to inflammation. The account reported that these patients were treated with an increase of steroid drops which helped to resolve the inflammation. It was reported that the patients have recovered. This follow up MDR report pertains to the patient #1 (right eye). A separate MDR report has been generated for each of the patients. Catalog and serial number: z900200190, (B)(4). Expiration date: 1/29/2020. Date of implant: (B)(6) 2015. (B)(4). Device manufacture date: 1/29/2015. Corrected data - the initial MDR indicated "fibers in the anterior chamber", which is incorrect. The correct information per account is: fibrin was present in all patients'' eyes which is a response to inflammation. (B)(4). All pertinent information available to abbott medical optics has been submitted.